Event description:
Patient called in to report that the adhesive pad did not stay attached to the body. The patient stated that he lives in (B)(6) and it is hotter than normal, which causes him to sweat. The patient stated that he wears the device on his abdomen and notices that the device will fall off after only being worn for a few hours.